Manufacturer narrative:
A ge rep evaluated the system and replaced a missing locking pin. System operates as intended.

Event description:
Customer reported the system has a broken rotational lock. No pt injury was reported.